Event description:
It was reported that the physician wanted to change the guiding catheter; however, during removal of the 3.5x18mm xience prox stent delivery system (sds), resistance was met with the guiding catheter, the sds was removed with slight force, and the sds stent implant became flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another xience prox sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for difficult to remove or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.